Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient developed skin irritation described as open sores under the electrodes. The patient consulted his physician who recommended to remove the device to let the skin heal. Follow-up indicated that the irritation had gotten better.